Event description:
Novasure device would not work after several attempts. Used another novasure device (same lot) and it worked on the first attempt. Surgeon inserted the novasure into the uterine cavity. The cavity integrity did not pass. It is the doctor's routine to use an additional device to rule out the device as the source of the malfunction. Another novasure was used and the cavity integrity assessment/check passed. Treatment cycle then initiated successfully.handle may have a leak but they would need the device to analyze.